Event description:
The manufacturer received reports that a patient woke up in the morning and noticed black particles in the device's filter and nosepiece. No death. No serious harm or injury was reported; neither was there any mention of medical intervention. The patient was advised to contact their dme because the device's warranty had expired and to have them go through their manufacturer to initiate the repair process. If any additional information is received, a follow-up report will be filed.